Manufacturer narrative:
(B)(4) evaluated 1 opened reservoirs performed pre-fill reservoirs test. The reservoirs failed per inspection. Round reservoir transfer guard needle occluded. (B)(4).

Event description:
The customer reported via phone call of a faulty reservoir. The customer's blood glucose reading was unknown. The customer stated that when she filled her reservoir with air, she could not push the air into the insulin vial during an infusion set change. The customer stated that she cannot push the plunger down. The customer was advised to send the reservoir back for analysis. The customer will be sent replacements.